Event description:
Allegedly the patient was revised due to metal on metal complications: pain. All implants were removed and strykers put in. Dr. Wooten could not get the hip to be stable with just a new cup and lateralized liner. Because of this instability he had to pull the stem.